Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the battery could not be charged. The field service engineer (fse) confirmed the issue. The v60 lithium ion battery was replaced and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It has been reported that the battery cannot be charged. 01/v60 ventilator/buy parts.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17700.